Event description:
Pt post CABG surgery from 7/10/96 and condition deteriorated 7/12/96. Pt had decreased bp, resp distress, and was placed on iabp at bedside at approx 3 am 7/12/96. Leak noted in iab intra-aortic balloon at approx 10:30 am on 7/12/96. The balloon was replaced at approx 6pm 7/12/96.